Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient with an implantable pulse generator and lead died after explant of the lead. The lead was suspected to have a fracture as evidence by a gap in the conductor seen on x-ray. The lead was positioned near the clavicle. During the explant procedure there were several attempts to get the wings of the lead down to get it out of the coronary sinus. The outer blue sheet was intact but because of the lead fracture there was a large gap in the conductor and therefore no essential mechanical support to get the wings down by moving sheet and lead against each other. After the lead was finally removed the patient's status became worse and an emergency thoracotomy was needed. The lead had perforated the coronary sinus, there was uncontrolled bleeding and the patient expired.